Manufacturer narrative:
(B)(4): batch #m90u3r. The device was received with the top of the I-blade upper tip broken off not returned. The device was connected to the generator and it was recognized. Because the I blade was damaged not all functional testing could be performed with the generator. The condition of the blade prevented the functionality of the jaw. The jaw was unable to cycle open and close. A probable cause of the damage to the I blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information: were the jaws locked on tissue when they would not open? If yes how was the device removed from the tissue? Yes, the jaws locked on tissue. The handle was jiggled back and forth. After a few attempts of this, the jaws opened.

Event description:
It was reported that during a hysterectomy procedure, the device locked, jaws would not open. Another like device was used to complete the procedure. There were no adverse consequences for the patient.